Event description:
It was reported by the patient's mother that the patient received a new controller on (B)(6) 2025, and they noticed the controller had given two uncommanded boluses on (B)(6). Per the bolus history one of the uncommanded boluses showed calculation of calculated bolus = 0u, adjustment = 8u for a total bolus of 8u. The second uncommanded bolus was given based on calculated bolus = 0u, adjustment = 6u for a total bolus = 6u. The patient's mother reiterated these boluses were not programmed, and the patient does not know the code to get into the controller. The patient's dad and sibling were in the house with the patient during the uncommanded boluses, but they were both asleep. The uncommanded boluses were found when the patient was hypoglycemic at school and visited the school nurse. The nurse reviewed the bolus history and found the uncommanded boluses. It was also found that the patient had received two uncommanded boluses on (B)(6) 2025 with calculations of calculated bolus = 0u, adjustment = 9u for a total bolus of 9u. The second uncommanded bolus on (B)(6) 2025 was calculated by calculated bolus = 0u, adjustment = 8u for a total bolus = 8u. The patient's pump settings are target glucose: 130 mg/dl, correction factor: 70 mg/dl, ic ratio: 12am-6am 15 g 6am-5pm 12 g 5pm-12am 15 g, duration of insulin action: 3 hours. The mother reported the patient was at school and the controller was with the school nurse. Mother reported uncommanded boluses have led to unspecified low blood glucose levels. The patient's data logs have been uploaded for investigation. The controller is expected to be returned. The patient did not require any medical attention.

Manufacturer narrative:
The user reports receiving two uncommanded boluses on (B)(6) 2024, one of 8 u and one of 6 u, and two uncommanded boluses on (B)(6) 2025, one of 8 u and one of 9 u. Review of the android log files downloaded from the returned controller confirmed the delivery of the reported boluses. The audit log files showed that for all four boluses, the confirm button was pressed to bring the controller to the confirm bolus screen and the start button was pressed to deliver the boluses. The logs showed that for all four boluses no carbs or blood glucose values were entered into the bolus calculator. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. No further evidence of interaction with the controller could be obtained for the reported boluses due to the overwrite. Review of the engineering log files showed evidence of interaction with the controller to program, confirm, and start the boluses captured in the engineering logs. No evidence of an uncommanded bolus was observed in the available logs. During physical testing, no issues were found that would contribute to the reported event. No evidence of an uncommanded bolus occurring was found during the investigation. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware n5004l, cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.